Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was not confirmed. However; service found the video connector socket was scratched and corroded, and the clock battery on the printed circuit board had run out and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported problem was found during an unspecified therapeutic procedure. The intended procedure was completed without issue. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, a blackout on the screen, due to a faulty video connector socket and corrosion on the contacts. The specific root cause of the faulty video connector socket could not be determined at this time. Battery depletion on the printed circuit board was also found. However, this defect is not considered, severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.